Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to a sepsis infection. No further patient complications have been reported as a result of this event.